Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon performed a double-fold eyelid plastic surgery, and the package was opened, after the needle held by the needle holder passed through the tissue, and the first needle was sutured, the suture was broken at the joint between the needle and the thread. Another one was used to resolve the issue.